Event description:
It was reported by service report that the footend would not lower. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lift signal coil cable.